Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The physician advanced the 3.75x8mm quantum maverick balloon catheter to the lesion and inflated it to 20atms. Then on the second inflation, the physician inflated the balloon to 20atms for ten seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 3.75x8mm quantum maverick balloon catheter and the deployment of a non-bsc stent. Pt status is reported as "no problem".

Manufacturer narrative:
The device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the complaint device that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or, procedural factors encountered during the procedure.